Event description:
It was reported that during a anterior cruciate ligament repair, the fast fix did not deploy as they should. After inserting the implant, the second was already floating in the joint without triggering or going back too far. It was reported that no implants were left in the patient. The procedure was a on a bucket handle tear in the red-white area, medio-posterior zone on the lateral meniscus. The procedure was completed using another fast-fix device.

Manufacturer narrative:
The evaluation results concluded that one fast-fix 360 straight ndl dlvry sys, ei device was returned for evaluation of the reported complaint mode, t2 pre-deployment. The reported complaint could not be confirmed, as the device was received with the t2 not deployed, and still on the needle. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified no additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. (B)(4).